Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have returned to the manufacturer for evaluation. No parts returned to the manufacturer.

Event description:
A site representative reported that while outside of a procedure, there were issues starting up the imaging system. The system standby failed. There was a low battery indicator and the mouse froze. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.